Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the customer's device. (B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient via therapy electrodes. The patient had been in cardiac arrest. Once stabilized, medical personnel began monitoring the patient via therapy electrodes when the device powered off by itself. The customer advised that the device had charged batteries installed during the event. Medical personnel were unable to restore power to the device and a backup unit had to be obtained. The amount of time that it took for medical personnel to obtain a backup device was unknown. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Following the event the customer returned to their station where they were able to turn the device on again.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. As a precaution, physio replaced both the main keypad assembly and the power pcb assembly and checked all of the internal connections. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.